Event description:
The customer reported a lamp error occurred. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device was sent to an olympus service center for evaluation. During inspection and testing, error code e105 (lamp error) was not reproduced after repeatedly cycling power to the device, long continuous operation, and repeatedly cycling power to the light emitting diode (led). A review of the device history record found no deviations that could have caused or contributed to the lamp error. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported issue could not be identified because the error was not reproduced during testing. Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide additional information about the event. Section b5 is updated with the newly received information.

Event description:
The event occurred during precheck before the procedure. The procedure was a surgery. The device was rebooted, and the procedure was able to be completed. The event date is unknown.